Event description:
This complaint is from an academic conference, the 15th annual meeting of the another country society of interventional cardiology. The pt was a male with effort angina pectoris. The target lesion was located in the left anterior descending (lad). The lesion had a severe bend. A 3.0 x 33mm cypher stent was implanted at 15 atm. Approx six months later, a follow-up coronary angiography was conducted and a complete fracture was noted at the mid section. Three partial fractures were also observed. The pt did not show any symptoms.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.